Event description:
Prior to release from the cable, echocardiogram examination confirmed the device to be properly positioned and secure. Immediately upon release, the device embolized into the left atrium and the pt was sent to surgery for removal of the device and repair of the defect. The pt was reported to be doing fine.